Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a tear in the tubing. A 100% visual inspection and leak testing is conducted at the manufacturing facility; therefore, any defects would be detected prior to release. It is possible that the tear may have been caused by mishandling, although this could not be confirmed. The instructions for use (IFU) mentions that this product must be stored in a cool and dry place protected from light and ozone. The IFU also mentions to check the system for leakages. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed; however, a root cause could not be established.

Event description:
Customer reported that "catheter mount showed a tear at the beginning of the connector when packaging was opened (area between connector and tube)." The alleged issue was detected prior to use and there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "catheter mount showed a tear at the beginning of the connector when packaging was opened (area between connector and tube)." The alleged issue was detected prior to use and there was no patient involvement.